Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-apr-2024, it was reported that the infusion set fell off during use for 2 to 3 days. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1888312 - MDR 3003442380-2024-08266 - device 2 of 6.